Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The initial reported event of infection was submitted via an alternative summary report. As this summary report has been revoked, this new information is being submitted via 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after a generator change, drainage was noted from the pocket. The patient was treated with antibiotics, and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.